Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 50 mg/dl. The sensor will be returned for analysis.